Event description:
It was reported that blood loss occurred. In (B)(6) 2024, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and a watchman access system (was). The patient experienced bleeding from the femoral access site for three (3) days following the laa closure procedure. Unspecified medical intervention was required to stop the bleeding.